Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿low¿ blood glucose (bg) level. A specific bg value was not provided. Customer consumed carbohydrates to address bg level. Tandem technical support reviewed pump data and determined the control iq software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.